Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent an srom stem/pinnacle ceramic on poly construct roughly 2 years ago somewhere in (B)(6). She was revised today for current dislocation. A 36+8 size 18 srom stem was utilized to increase stability. No presence of infection. Doi: 2 years ago. Dor: (B)(6) 2020 affected side: left hip.